Event description:
It was reported that the patient presented in clinic due to symptoms of low heart rate, dizziness. And fainting. The patient's pacemaker failed to be interrogated, and it was believed that the battery had depleted prematurely. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery and no magnet response was confirmed. The device was received with no telemetry communication and no output. The device was cut open to enable further testing and the battery was found depleted. Destructive analysis of the battery cell found no defects. The hybrid circuitry was tested and results indicated normal current drain. Electrical and mechanical tests, including telemetry communication and output verification, did not identify any functional issues. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The abnormal battery depletion was caused by an integrated circuit anomaly within the hybrid.